Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-31679, 1627487-2020-31958, 1627487-2020-31959. It was reported that the patient experienced an infection at the lead site. In turn, surgical intervention was undertaken wherein the entire scs system was explanted. Post-operatively, patient was put on antibiotics. No further information is available.